Event description:
Patient was revised to address poly wear and osteolysis.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not find any other reports against the manufacturing lot. The investigation could not verify or draw any conclusions about the reported polyethylene wear without the device to examine. The length of time implanted (13 years) could be a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product code is a discontinued item. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.